Event description:
It was reported that the patient experienced extraneous stimulation, and the lead exhibited intermittent capture. The patient's symptoms had subsequently improved, and the left ventricular (lv) lead was turned off and remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.